Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 23-jan-2013. A complaint history review was not performed as no device specific failure modes were identified. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient called stating they have a left triathlon knee and are experiencing pain and grinding. Patient is going to see surgeon.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon asymmetric x3 patella; cat# (B)(4); lot# k8lh triathlon ps fem component, cemented; cat# (B)(4); lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer

Event description:
Patient called stating they have a left triathlon knee and are experiencing pain and grinding. Patient is going to see surgeon.